Manufacturer narrative:
D9: date returned to mfg.: 12/17/2024. Received one device, the customer's reported problem " cassette not latched error " was duplicated. During functional test the downstream occlusion sensor failed. The cause of the reported issue was from inoperable downstream occlusion sensor. Replaced the downstream occlusion sensor to fix customer's reported problem. Device passed all functional & accuracy testing after repairs.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a "cassette not latched" error. There was no patient involvement.